Event description:
Customer reported that 6 erroneous sodium results were generated by the synchron lx20 pro clinical system. The sys was calibrated and qc were within spec prior to the event. The results were reported out of the lab. The samples were retested and the results obtained were within clinical expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No svc call or examination of the sys was performed; accordingly no conclusion can be drawn. This is one of 6 individual medwatch reports being submitted for this malfunction event as the customer reported 6 individual pt results were affected. Reference the below MDR numbers for all associated events. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.